Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B2. Date of death: unknown. The date of event has been used as a placeholder for this field. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient passed away while using an unspecified portex tracheostomy tube. The tube had no issues identified prior to use. During the time of the reported incident, the tube "situationally wasn't appropriate to remove... At the time". The "failure" was noticed on (B)(6) 2024 and there was zero patient harm reported. No actions were taken at the time as the airway remained patent. Notification of "spilt" was handed over to nursing staff for situational awareness. It was then reported that "the patient died however the product wasn¿t the cause of death". A medical evaluation is currently in progress.